Manufacturer narrative:
Additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. No additional information provided. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, battery door missing. Unable to duplicate "nda after new seal" as stated by customer, however there was multiple "cassette not attached properly" error alarm during all the investigation testing. Dso (downstream occlusion) sensor was found to be stuck on 0x0fff=2500 mv value and non-reactive. The dso sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited no disposable alarm after new seal. No adverse effects were reported.